Event description:
During the procedure, juggerknot anchor was requested. First one opened, the anchor popped out from the handle prior to implanting. A second juggerknot was opened and the same happened. Opened the 3rd anchor. 3rd anchor was implanted. Informed rsn about the first 2 anchors. First 2 anchors were removed from sterile field.